Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly was noted. A component was inspected on the liquid crystal display connector, and no unlocked connector was noted. No unexpected numbers ramping/scrolling without input were noted. The insulin pump was received with a cracked case at the display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly during a bolus attempt. The customer stated that when she input the carbohydrates, the numbers jumped around when she pressed the up arrow button. The customer's blood glucose was 300 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.